Manufacturer narrative:
The report of ua 19 (max applied load exceeded) error messages occurring on the customer reported event date of (B)(6) 2018 was confirmed through analysis of the retrieved archive data from the autopulse platform (sn (B)(4)). The archive data indicated that on the event date, the platform inserted with an adequately charged autopulse li-ion battery was used on a large patient weighing approximately (B)(6) and displayed multiple ua 19 error messages. The cause of the ua 19 error messages is attributed to the driveshaft meeting resistance when the platform was operated on a large and stiff patient. The autopulse platform is a reusable device and was manufactured on 27 dec 2011. It has exceeded its serviceable life of 5 years and is approaching 7 years old. The returned platform was received with no physical damage. Evaluation of the platform found no issue. The platform performed continuous compressions with a large resuscitation test fixture without error. There was no device malfunction observed. The investigation verified that the drivetrain motor brake gap was within the specification. A load characterization check was performed and confirmed that both load cell modules are functioning within the specification. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua 19 error message recorded in the archive data is easily clearable by the user. The ua 19 error message alerts the operator that the load plate has detected too much weight being applied. The ua 19 error message can be cleared by restarting the platform. Historical complaints were reviewed for service information related to the reported complaint and no similar complaint was reported for the autopulse platform with serial number (B)(4).

Event description:
During routine testing, the autopulse platform (sn (B)(4)) was operated using a mannequin and displayed a user advisory (ua) 19 (max applied load exceeded) error message. No patient involvement.